Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one month after the implant of this implantable cardioverter defibrillator (ICD) system, the patient was admitted to the hospital with swelling and redness/inflammation at the device pocket. The patient also presented with a fever and hypotension. The skin at the pocket location was intact and no extrusion was observed. Multiple samples were collected for testing and were positive for staphylococcus aureus and acinetobacter baumannii. An echocardiogram noted that the right ventricular (rv) lead was thickened; however, no vegetation was able to be visualized. The patient was treated with intravenous antibiotics. A revision was performed and the ICD system was explanted. Cultures were performed on the leads and were found to be negative. Further blood cultures were taken four days post-explant and were also found to be negative. No additional adverse patient effects were reported. Several weeks later, a new ICD system was successfully implanted.